Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised for a bushing exchange due to the axis pin being loose.